Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a nursing home on (B)(6) 2018. The cause of death was heart attack. The caller stated that the customer had cardiac issues, depression, diabetes, and high blood pressure that may have led to the customer's passing. The customer¿s blood glucose was 40 mg/dl when emergency medical services arrived on scene to assist the customer. The customer was given glucagon shots for their low blood glucose. However, the customer passed away. It is unknown if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.